Event description:
It was reported by a peritoneal dialysis (pd) patient¿s caretaker that a fluid leak was discovered during step 9 ¿ treatment complete after cancelling pd treatment . During an unknown phase of treatment unidentified alarms were heard and it was indicated that the cycler was draining slowly. The treatment was cancelled and when the patient opened the cassette door fluid was discovered. There was fluid in the pump module area and fluid leaking from a tear in the cassette. The patient discontinue the use of the cycler and informed the peritoneal dialysis nurse (pdrn) of the leak and the pdrn prescribed the patient prophylactic antibiotics through manual treatments. The reporter did not contact technical services until day 3 after the event. The patient¿s caretaker verified being able to carry out manual continuous ambulatory pd treatments with antibiotics in the absence of the cycler. Upon follow up with the patient¿s caretaker the event date was clarified and it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. A culture taken was negative for infection. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s caretaker that a fluid leak was discovered during step 9 ¿ treatment complete after cancelling pd treatment . During an unknown phase of treatment unidentified alarms were heard and it was indicated that the cycler was draining slowly. The treatment was cancelled and when the patient opened the cassette door fluid was discovered. There was fluid in the pump module area and fluid leaking from a tear in the cassette. The patient discontinue the use of the cycler and informed the peritoneal dialysis nurse (pdrn) of the leak and the pdrn prescribed the patient prophylactic antibiotics through manual treatments. The reporter did not contact technical services until day 3 after the event. The patient¿s caretaker verified being able to carry out manual continuous ambulatory pd treatments with antibiotics in the absence of the cycler. Upon follow up with the patient¿s caretaker the event date was clarified and it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. A culture taken was negative for infection. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler showed no physical damage. There were visual indications of dried fluid within the cassette compartment on the door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Post-accelerated stress test 2 hours 15 mins 8500ml simulated treatment was performed and encountered a loud compressor. No fluid leak was found in the test cassette. No alarms or other issues occurred during the test. System air leak test passed. Balloon valve actuation test passed. Patient sensor check passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection was performed and encountered compressor was resting on grommet. There were visual indications of dried fluid on the bottom cover under the pump assembly, on the bottom cover behind the front panel, on the bottom pump gasket, and behind mushroom heads a & b. The cause of the observed fluid could not be determined. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.